Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a call service (communication) issue. The patient was unable/unwilling to complete troubleshooting with animas customer support. Animas customer support made several follow up attempts to contact the reporter but the reporter did not respond. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: a review of the pump¿s black box showed no evidence of alarms outside of normal use. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The battery compartment and cap were found to be undamaged and functioning properly. The pump cover was removed and no evidence of damage or moisture to the internal components was identified. The original complaint of a call service alarm/communication issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.